Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks for atrial driven rhythm and due to noise and t-wave oversensing. It was also mentioned the patient has history of alcohol abuse and is non-compliant with medications. Technical services (ts) provided programming recommendations. The patient will be seen in-clinic for follow up. The s-ICD system remains in service. No additional adverse patient effects were reported.